Event description:
On (B)(6) 2011, pt reported the up/down button on the infusion device was slow to respond. This was first noticed 1 month ago when she tried to bolus. Pt boluses 3-4 times per day and has had this infusion device since (B)(6) 2008. The buttons pop up after they are pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.